Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the pump was not delivering insulin. The customer had symptoms such as head was hurting and dizzy. The customer's blood glucose value was 275 mg/dl at the time of the incident and the current blood glucose was 292 mg/dl. Troubleshooting was performed. The customer was advised to consult with a health care professional for medical attention. The pump will not be returned for analysis.